Event description:
C-cc-ac - accuracy; it was reported that the blood pressure measurement value became abnormally high when customer measured it while catheter was indwelled. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body. Pressure monitoring device was not returned for evaluation.